Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp was opened and prepared for implantation. The implantation attempt was subsequently aborted due to femoral and iliac vessel tortuosity. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was determined to be patient condition related to the patient¿s femoral / illiac tortuosity.